Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient started therapy over using new supplies. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). The reported lot number of the device (s5c24098) was not identified as a valid lot number. Should additional relevant information become available, a supplemental report will be submitted.